Event description:
Received info regarding a cartridge alarm 1 during bolus delivery. Customer's blood glucose level was elevated with ketones. Customer was able to load a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up report will be submitted.